Event description:
On or about (B)(6) 2010, patient was implanted with the lp filter. Patient had been hospitalized for the prevention of pulmonary embolism. It was decided that the patient would undergo an implant of a filter to prevent further issues with blood clots. Physician deployed the filter through the right jugular in accordance with braun's specific instructions, guidelines, and directives. On or about sometime in the autumn of 2016, patient had a scan done at bridgeport hospital. During that time, patient was informed of a pulmonary embolism.